Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was recorded at 290 mg/dl. The customer did not have strips to check for ketones and had no associated symptoms; however, they administered a bolus with a pen as a corrective action. Additionally, there was a change of medical device at the healthcare facility for patient management. No further information was provided.